Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was of over 600 mg/dl. Customer was treated with manual injection and insulin pump for high blood glucose level. Customer was assisted to troubleshoot for high blood glucose level. Customer reported that the insulin was not automatically delivered by auto mode feature. The insulin pump will not be returned for analysis.